Manufacturer narrative:
Patient information was unavailable. During the onsite inspection, the medtronic representative reported that the system operated within specifications. No issue was reported. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that during a decompression case, when the gantry door of the imaging system was closed, a loud sound was observed. A gantry door check found that the gantry door did not fully close. The "door open" button was pressed but the door did not open. When the "door close" button was pressed, the door did not close. An attempt was made to open the door using a wrench but failed. The gantry was removed from the operating table and the inside cover was inspected. It was found that the dingus and gear position were in an abnormal position. These were repositioned properly and the door open and close function was tested. However, when the door closed, a small sound was observed. In addition, the t-shaped rotor alignment pin did not go in completely at the position of the gantry door opening. The medtronic representative invalidated the system and a re-homing was performed to address the issue. After this, the t-shaped rotor alignment pin went in completely. When the door was closed, no abnormal noises were reported. The procedure was completed without the use of the imaging system. There was no patient impact or delay in surgery reported. Surgery proceeded as planned.